Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the doctor found the connector broken prior to use on patient in the clinical setting." No patient involvement.

Event description:
The complaint is reported as: "the doctor found the connector broken prior to use on patient in the clinical setting." No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. No defects were observed on the returned angular connectors as well. A device history record review was performed and no relevant findings were identified. Based on the visual investigation of the returned sample, the complaint could not be confirmed. There were no issues found with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the doctor found the connector broken prior to use on patient in the clinical setting." No patient involvement.